Event description:
K-umi uterine manipulator broke in half while inside patient. Private scrub went to manipulate device during procedure and noticed that it suddenly stopped moving. Device then snapped in half, clean break. Both parts retrieved and placed in biohazard bag with device information. Charge nurse informed as well as service lead so that we can follow up with device company.